Manufacturer narrative:
The device was returned for analysis. The reported deflation difficulty was unable to be confirmed because the balloon could not be inflated due to a leak. Additionally, the outer member was noted to be stretched and torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation of the device resulted in the noted stretched outer member thereby reducing the inflation/deflation lumen; thus resulting in the reported deflation problem. Further manipulation of the device ultimately resulted in the noted torn outer member. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending coronary artery. The 3.0 x 15 mm trek balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation. The balloon was inflated once to 12 atmospheres; negative was held for thirty seconds for deflation however; the balloon did not fully deflate. The balloon was withdrawn partially inflated without any resistance. Another unspecified bdc was used to complete the procedure. Once outside the anatomy, it was confirmed the balloon of the 3.0 x 15 mm bdc did not deflate. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.